Manufacturer narrative:
Customer is not planning to return the device to us for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that in the or, they were trying to intubate a patient, it was a difficult airway. When they put the blade into the patient's mouth, they lost the image, so it went black. There was no light. The patient ended up decompensating, and they ended up having to do a tracheostomy.